Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error, due to the motor encoder signal being out of phase.

Event description:
The customer stated that the insulin pump was delivering too much insulin. Troubleshooting was performed, and the insulin pump alarmed motor error and failed the displacement test. Nothing further was reported.